Event description:
It was reported that a user¿s freestyle libre 3 plus sensor did not provide blood glucose readings on the ilet app after warm-up because the sensor had been initially scanned and paired to the manufacturer¿s mobile app instead of the ilet app, which restricts a sensor to a single device. No adverse clinical symptoms were reported. Outcomes included no health impact or need for medical intervention. User support included customer support troubleshooting and user guidance on correct pairing and use. Investigation of this case revealed normal device function with use error related to pairing the sensor to another application prior to the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.

Manufacturer narrative:
Initial.